Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire, the handle did not recognize the loading unit and cartridge as a smart/chipped loading unit. The handle incorrectly recognized the loading unit/cartridge as a non-chipped smart reload. Also, upon attempting to fire the reload, the device would not fire. Two (2) different loading units was tried with the staple cartridge and it would not fire and continued to display incorrect loading unit in the display. A new device was used in order to resolve the issue. The case was delayed by at least 30 minutes due to this issue. There was no patient harm. No reinforcement material was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the procedure was lap sleeve gastrectomy.